Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient stated that the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was broken, however no specific device issues and or therapy issues were reported, so it is unclear how the device is broken. The patient was re-educated on charging protocol but it did not resolve the issue. The patient underwent a procedure in which the ipg was replaced and is doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on devices', instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is no problem detected.

Event description:
It was reported that patient stated that the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was broken, however no specific device issues and or therapy issues were reported, so it is unclear how the device is broken. The patient was re-educated on charging protocol but it did not resolve the issue. The patient underwent a procedure in which the ipg was replaced and is doing well post-operatively.